Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 225 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.